Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -7.0/2.0/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a same model; size lens but different power due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown. "For the first time, the double eye ticl was installed reversely."

Manufacturer narrative:
Off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Additronal information: type of investigation code; 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).